Event description:
The facility's biomedical engineer reported an infusion pump with a failure. The biomed reported to baxter qm that the pump was in use on a patient when the failure occurred. There was no report of patient injury or medical intervention. Details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device. No additional contact was provided.